Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the instruments were not returned. The investigation could not draw any conclusions regarding the reported event with the information available. A two year database search finds no trend of similar reports against these two product codes. Lot codes were not provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
While trialing for new stem, patient suffered a femur fracture.